Event description:
After approx 16 hrs of iab therapy, a balloon leak was detected via blood in the tubing. Upon x-ray the iab was noted to be positioned in the arch. The iab was removed. No pt injury occurred.